Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section ((B)(4)). The device was returned to zoll medical corporation. The reported malfunction was observed and attributed to a faulty inductor on the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device failed self test for defib and pace functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.